Manufacturer narrative:
Reliability analysis inspected 5 opened and used infusion sets and performed manual prime test using a new lab reservoir along with a 5xx insulin pump. Ran priming in pump at 55.0 units and 3 of 5 infusion sets failed per specification due to found occluded quick release connection septum side. 2 remaining failed infusion set due to p-cap needle occluded. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 294 mg/dl at the time of incident. The customer stated that the no delivery alarm was resolved by changing the infusion set. The customer was unable to troubleshoot at the time of call. The infusion set will be returned for analysis.